Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer plugged the pump to charge when a malfunction alarm occurred. The customers blood glucose level was not impacted. It was indicated that the customer would use lantus and manual injections as alternate insulin therapy.